Manufacturer narrative:
Ortho-clinical diagnostics (ocd) quality assurance performed retained testing to confirm the reactivity of the e and c antigens. Results were satisfactory. Customer stated that a review of the pt work-up indicates that the antibodies present are only detected using peg enhancement.